Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure- intervertebral lumbar fusion it was reported that intra-op, when attempting to insert a lumbar spacer in the lateral position, the implant broke into multiple pieces. Broken pieces were removed. No patient complications were reported during this event.